Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right atrial (ra) lead exhibited noise and oversensing that resulted in pacing inhibition and inappropriate atrial tachy response (atr) mode switches. It was unable to be determined if the ra lead was capturing. The lead was observed to have dislodged. An inavsive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.